Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles that were noticed during set change. The customer's blood glucose level was 178 mg/dl. The customer reported that they changed the quick set for the third time but the insulin pump was not delivering. The reservoir will not be returned for analysis.